Event description:
It was reported that the home patient (hp) had reused single use supplies during peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp was connected at the time of the reported event. The hp explained that they ended up changing out the cassette only and not the bags and were in fill four of four. After receiving an unrelated alarm, the hp instructed the caregiver (cg) to remove the empty heater bag and put a new one on. The technical service representative (tsr) explained that the setup was compromised and instructed to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. It was reported that the patient reused single use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.